Event description:
It was reported the catheter was being placed into the left radial artery of a (B)(6) yr/old male patient, height 178 cm, weight (B)(6) in the msicu. The patient was admitted for acute hemodialysis due to renal failure and hepatic failure and had a history of abdominal cancer and multiple cardiac issues. During insertion, the needle was initially inserted, flash was obtained in catheter but not in hub. The clinician advanced the guidewire without complications or resistance and then proceeded to advance the catheter. Resistance was met part way through advancing the catheter. They attempted to pull the needle out and the needle broke off from the plastic hub and became lodged in the catheter. They were unable to remove the needle separately so the catheter and needle were removed together. Two additional attempts were made to place arterial lines, however, the clinician was unable to gain access due to difficult vasculature. As a result, they had to utilize a femoral artery for catheter placement. There was a delay in treatment with no patient harm and no patient death or complications were reported.

Manufacturer narrative:
(B)(4).